Event description:
A radiologist noted artifacts in the corner of several screens and closed the mammography department for 2 days while waiting for replacement screens. Alledgedly, several patients were called back for repeat images.